Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4). Title of article: risk stratification, systematic classification, and anticipatory management strategies for stent fracture after percutaneous pulmonary valve implantation citation: 10.1161/circulationaha.106.674259 authors: j. Nordmeyer, s. Khambadkone, l. Coats, s. Schievano, p. Lurz, g. Parezan, a.m. Taylor, j.e. Lock, p. Bonhoeffer. The date of publish march 20, 2007.

Event description:
Medtronic received information via literature review that a study was performed to evaluate stent fracture after transcatheter pulmonary bioprosthetic valve (tpbv) implantation. The study population included 123 patients, predominately male, with a mean age of 18 years, which were implanted with medtronic tpbv (serial numbers not provided). In 8 patients, the tpbv was placed into a medtronic hancock conduit. No information was available as to the status of the hancock conduits prior to the melody valve-in-valve implant into the conduit. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.